Event description:
The account alleged the left siderail lower center arm assembly is broken. The account indicated the cover and the short pin are missing on the rail.

Manufacturer narrative:
If the pin comes out, the siderail center arm assembly would break around the pin and prevent the siderail from latching. Repairs have not been completed.